Manufacturer narrative:
B1, h1 correction: after further evaluation, it was determined that this is not a reportable event and should not have been filed.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, the suture of the prostyle device was successfully pre-placed; however, the guide wire was unable to be reinserted to remove the device and insert an upsized sheath. A smaller guide wire was used and the device was removed without issue. The sheath was upsized to a 17f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to insert the guidewire could not be determined. Factors that contribute to difficult to insert the guide wire, include, but not limited to, patient anatomical conditions, occlusion of the sheath due to excessive blood clot or other biological matters. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.